Event description:
Knee pain [arthralgia]. Knee swelling [joint swelling]. Case description: spontaneous report received on 03-jul-2008 from a consumer regarding a (B) (6) female patient, (B) (6). The patient's medical history included osteoarthritis, knee pain, and previous synvisc treatment about 3 years ago. The patient received injections of synvisc in both knees on (B) (6) 2008, an injection in her left knee on (B) (6) 2008, and an injection in her right knee on (B) (6) 2008. The patient experienced pain, swelling, and more severe pain than before she started the treatment. On (B) (6) 2008, the patient received cortisone injections in both knees. On (B) (6) 2008, the patient reported that her pain had significantly improved and the swelling was resolving. The qa investigation summary was received on 08-jul-2008. The production and quality control documentation for lot number q0802, expiration date 02/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot number q0802, expiration date 02/2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.